Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 398 mg/dl. Customer had symptoms such as nausea, coughing, fever and flu like symptoms. Customer was hospitalized for diabetic ketoacidosis and upper respiratory sinus infection. Customer was treated with insulin drip. Customer was off the pump for less than 48 hours. The insulin pump was not returned for analysis.